Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom part of the screen flickers. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the bottom part of the screen flickers. The customer ordered a replacement display. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. It was reported that the bottom part of the screen flickers. The customer ordered a replacement display. Per good faith effort (gfe) response received 08oct2025, the part was delivered to the customer with no confirmation if the part was replaced or device returned to service after repair. The display was delivered to the customer. No confirmation was provided if the customer replaced the defective part and/or returned the device back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.